Manufacturer narrative:
(B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Part #: 04.004.452s, lot#: 7645123 (sterile) - 10 mm ti cannulated tibial nail-ex/360 mm-sterile. Quantity 6. In-process and final inspection sheet met inspection acceptance criteria. (B)(4)material lot 7456867 was received from supplier (B)(4). Supplier certification confirms that the material component met certification test values. No nonconformances were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient who had a tibia fracture and nail placed on (B)(6) 2016. It was discovered he patient had an infection and the nail and four locking screws were removed and sent to pathology. The wound was irrigated and washed during surgery. The parts will not be coming back. No further information regarding the event is available. This is report 1 of 2 for com-(B)(4).